Event description:
It was reported patient was implanted with a PICC catheter on (B)(6) 2022 and underwent chemotherapy. At 8:30 on (B)(6) 2022, during the pulse flushing process, a little exudate was found at the puncture site, and the dressing was changed immediately. Positioning of the catheter tip as directed by the physician indicates that it can continue to be used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0994 showed two other similar product complaint(s) from this lot number.